Event description:
It was reported that the staff called the hotline for assistance with a high baseline alarm. After restarting the intra-aortic balloon pump (iabp), the alarm did not re-occur. Another call was received later, the high baseline alarm has re-occurred. The intra-aortic balloon (iab) placement was verified via cxr. There was no blood noted in the tubing. The alarm continued and the pump was swapped out. The alarm continued on the second iabp. It was then discussed that the iab is likely kinked. Dr. Shah choose to continue pumping since they were actively weaning the patient. The patient was successfully weaned and the iab was removed without incident. After removal the staff noticed a kink noted after removal. On the iab. There was no report of patient complications or injury.

Manufacturer narrative:
Qn# (B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab: kinked is not able to be confirmed. The root cause of the complaint is undetermined. No lot number/serial number was reported, therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff called the hotline for assistance with a high baseline alarm. After restarting the intra-aortic balloon pump (iabp), the alarm did not re-occur. Another call was received later, the high baseline alarm has re-occurred. The intra-aortic balloon (iab) placement was verified via cxr. There was no blood noted in the tubing. The alarm continued and the pump was swapped out. The alarm continued on the second iabp. It was then discussed that the iab is likely kinked. Dr. (B)(6) choose to continue pumping since they were actively weaning the patient. The patient was successfully weaned and the iab was removed without incident. After removal the staff noticed a kink noted after removal. On the iab. There was no report of patient complications or injury.